Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the message -magnet response ongoing- was received at device implant when trying to perform atrial and ventricular capture threshold tests. The error message appeared despite reinterrogation. It was noted that there was no electromagnetic interference exposure. A different pulse generator was implanted.

Event description:
Boston scientific initially received information that the patient implanted with this implantable cardioverter defibrillator (ICD) developed a hematoma. It was later reported that this ICD, defibrillation lead and non-boston scientific transvenous lead were to be explanted due to a patient infection. No further adverse patient effects were reported.